Event description:
A company representative reported that two yukon polyaxial screws fractured post-operatively and that a revision surgery will be performed. This report captures the first of two screws.

Manufacturer narrative:
Corrected data: b1, b5, h1, g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two yukon polyaxial screws fractured post-operatively and that it is unknown if a revision surgery will be performed. The devices remain implanted. This report captures the first of two screws.